Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator touch screen is frozen, there was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. There is visible fluid ingress which results in malfunction with the touch screen becoming unresponsive. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Clarification that device was evaluated by vyaire medical's failure analysis laboratory. Additional clarification that the suspect device was repaired by a vyaire field service representative and returned to the customer to manufacturer specifications. The most contributory component was identified and sent to vyaire's failure analysis laboratory for further evaluation. The results of the investigation (roi) was provided on supplemental MDR report (1).